Event description:
It was reported the proximal portion of the guidewire detached during removal of the introducer sheath from the microcatheter. There were no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed it was fractured into two sections 75.2cm from the proximal end. Kinks were noted 75cm and 130cm from the proximal end and bends were noted 24cm and 55cm from the proximal end. In addition, it was noted that the polytetrafluoroethylene (ptfe) coating was scraped approximately 131cm from the distal end. Based on the investigation findings and information provided, the root cause was determined to be operational context.

Event description:
It was reported the proximal portion of the guidewire detached during removal of the introducer sheath from the microcatheter. There were no consequences or impact to the patient.